Event description:
It was reported that the pink slide did not completely move forward when the pod was activated; this indicates a needle mechanism failure. The patient did not feel the cannula insert correctly and when the pod was removed, the cannula was bent. No impact to the patient's glucose level was reported. There is no information available regarding treatment.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Locked down smartphone: not reported. Omnipod software app version: not reported. Operating system: not reported. Hardware: not reported. Cgm sensor type: not reported. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Manufacturer narrative:
The pod was received with the soft cannula deployed and formed needle retracted. The download data from the pod showed that the pod ran for 55 pulses before being deactivated by the user. The data showed that both priming sequences ran for an expected number of pulses and boluses were delivered by the pod before deactivation. Inspection of the needle mechanism components found no damages or manufacturing deficiencies that would result in a needle mechanism failure or in improper insertion of the cannula. The cause of the reported event could not be conclusively determined. Inspection of the soft cannula found no bends or kinks. Download data does not show any timeouts or drive stalls indicating there was no struggle to deliver insulin.